Event description:
It was reported that a user attempted to switch to a freestyle libre 3 plus sensor for use with the ilet but could not obtain a reading because the sensor had already been paired to the abbott mobile application, preventing connection to the ilet. Symptoms included no glucose data available to the ilet. Outcomes included instruction to replace the sensor or resume backup therapy, and education on blood glucose run mode. Investigation included customer support troubleshooting and education regarding sensor pairing requirements and device use. Investigation of this case revealed that the sensor was in use by another device, consistent with a pairing conflict that blocked data transmission to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to a non-compatible or competing device leading to data unavailability for the ilet.